Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose (bg) was 42 mg/dl but customer could not recall the reason for the low bg. Reportedly, the customer ate carbs and reported temporarily putting pump into storage mode to ensure insulin delivery was stopped to address the issue. Reportedly, the customer replaced the cartridge and continued insulin therapy.